Event description:
A caller reported that the t:slim x2 pump battery was not charging despite using the tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. The customer received a new charging supplies, which successfully charged the device.